Manufacturer narrative:
A ge rep evaluated the system and ordered a new lemo receptacle, which the customer's biomed tech installed. The system operates as intended.

Event description:
It was reported that the system would not complete boot up. No pt injury was reported.